Manufacturer narrative:
(B)(4). Results: no results available since no evaluation performed. Inherent risk of procedure. Unable to confirm complaint. Known inherent risk of procedure.

Event description:
It was reported that a physician deployed a complete se peripheral stent in a lesion located in the popliteal which exhibited 70% stenosis, moderate calcification and mild tortuosity. The lesion had been pre-dilated prior to stent placement. It was reported that when the surgeon tried to remove the delivery system, the tip of the stent sheath got stuck into the stent. As a result, the stent moved however no patient injury was reported and no other clinical sequelae were reported.